Event description:
It was reported that there was an air in line alarm during testing. There was no patient injury.

Manufacturer narrative:
Device evaluation: the device was returned for analysis. The tamper seal is intact. There is no evidence of the reported problem in the event log. Performed functional check and no disposable alarm-testing of pump. The customer reported problem was duplicated. The air detector failed the functional test and was found to be inoperable. Air-in-line, inoperable air detector is the reason for the issue. The air detector was replaced. A device history review (DHR) was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was duplicated. The air detector failed the functional test and was found to be inoperable so it was replaced. The cause of the reported problem could not be determined. There was no indication from the investigation of into the complaint that the previous repair resulted in the problem. Therefore, no further investigation or communication is required., corrected data: d4: correction: model number: 2120